Event description:
A vague report was rec'd that the infusion pump spontaneous changed the programmed infusion rate. It is not known if more or less solution infused as a result. No pt injury resulted. No additional specific info is available. The pump was not isolated afterwards.